Event description:
It was reported that the device cannot pass self-test. There was reportedly no patient involvement.

Event description:
It was reported that the device cannot pass self-test. There was reportedly no patient involvement.